Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4) and is related to and occurred prior to c&r#: 3003768277-08/04/2023-005-c.

Event description:
It was reported to philips that footswitch chord has tear in cable. This is connected to a loss of image related to a alluraxper fd20. There was no reported patient or user harm.

Event description:
It was reported to philips that footswitch chord has tear in cable. This is connected to a loss of image related to a allura xper fd20. There was no reported patient or user harm.

Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to c&r#: 3003768277-08/04/2023-005-c. Corrected information: remedial action initiated was first sent as modification/adjustment when it should have been sent as "other" recall (z) number was listed as modification/adjustment when it should have been sent as 3003768277-12/08/2023-009-c.